Event description:
.

Manufacturer narrative:
(B)(4): eval results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4)